Event description:
It was reported that the user experienced a low blood glucose after completing a basketball tournament, treated initially with glucose tablets, and subsequently used a small amount of juice to raise glucose prior to dinner, with no device malfunction identified and the device component not specified. Symptoms included hypoglycemia and malaise. Outcomes included an unexpected medical intervention in the form of oral carbohydrates. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, insufficient information regarding a device problem, and no specific device component identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.